Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD) shock on (B)(6) 2018, and that elevated pump power levels and elevated lactate dehydrogenase were observed. On (B)(6) 2018, it was reported that elevated powers were in the presence ventricular tachycardia (vt), and had returned back to baseline. The patient was treated with amiodarone and the pump speed was adjusted to 8800 rpm after a ramp echocardiogram was performed. The patient had not experienced any further vt after the speed adjustment. The patient¿s ldh decreased back to baseline with speed adjustment and intravenous fluid. No further information was provided.

Manufacturer narrative:
The report of power/estimated flow elevations was confirmed via the submitted system controller log file; however, a specific cause for the change in pump parameters could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.